Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that, a patient underwent a filter placement for an unknown medical condition in the year (B)(6) 2009. Approximately thirteen years later, on (B)(6) 2022, the filter had allegedly fractured, and the fractured strut had perforated. Subsequently, on (B)(6) 2022, during the removal procedure, a metallic fragment was found to be embedded to the right of the l3 vertebral body. It was reported that the fragment still remains within the body of the patient. However, the current status of the patient was unknown.